Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
Olympus received a report from the user facility that whenever the olympus 190 series scopes are connected to the cv-190 tower, a "b30 communication error" occurs. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. A conclusive root cause could not be identified. Based on the investigation results, the likely causes are shown below: err b30 (scope communication err): err b30 is caused by failure in communication when the data from the videoscope cannot be transferred to the video system center (video processor) normally. At the user facility, troubleshooting was performed by connecting two or more 190 series videoscope to the subject device, the results of which showed the same b30 error. Therefore, the error may have been caused by a failure in the light source. Based on the above information, it may be that communication was inhibited by communication failure due to dirt or water droplets adhering to the electrical contacts of the scope connector on the clv, causing b30.